Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine post operation check, loss of capture, high, out of range, pacing lead impedance and loss of sensing were observed on the right ventricular (rv) lead. Defibrillation lead impedance values were unable to be read. The physician disconnected the lead from the device and then reconnected and tightened the set screw. The issues were resolved. The patient was discharged.